Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid leak in the system. During the procedure, the origin of the leak was not determined. No patient complications were reported.